Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was experiencing discrepancies between her sensor glucose readings and her blood glucose. The customer stated that after the first twenty-four hours, these would trend better, but that sometimes she would have issues on the fourth day of use. She also described some calibration error occurrences. Proper calibration techniques were discussed. The customer further reported that she had difficulty removing the needle hub from the sensor after insertion. The customer's blood glucose was not known. Nothing further was reported.